Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing lead impedance measurement along with loss of capture and unusual sensing signals. Subsequently, while opening the pocket, the lead was observed to have dislodged. Likewise, the physician noted that this lead was not sufficiently adhered to the suture sleeve. Unscrew-screw mechanism was tested and it appeared that it did not come out totally. This ra lead was explanted and was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.